Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. The stimulator was not covering the pain in the patient's back and she was having to take a lot of oral medication. Stim was helping the pain in her legs. They had done x ray of the device, but no problems with the leads were found. The patient was told the ins was programmed with the wrong program. Patient had the stim turned off since, but turned it on thursday due to extreme pain. The patient was told by a healthcare provider on thursday that he wanted to reprogram the ins with the representative. The patient wanted to know if she should go to the ER. The patient had taken 8 pills to cover pain which she never did. The event/symptoms occurred following a fall. Last fall the patient fell on her collar bone. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID (B)(4), lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product typ lead, product ID (B)(4), lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product typ lead, product ID (B)(4), lot#, serial# (B)(4), implanted: explanted: product typ programmer, patient product ID (B)(4), lot# n278559, serial# (B)(4), implanted: 2011 (B)(6), explanted: product typ accessory. (B)(4).